Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized last february due to low blood glucose levels. Customer's blood glucose level was 23 mg/dl. The customer overcorrected. The customer was eating a fruit salad. The insulin pump alarmed motor error. The customer was able to complete the rewind sequence. The insulin pump was exposed to a x-ray. The displacement test and manual prime were successful and motor error alarm did not recur. The alarm was caused by a connection issue. The device was not returned.